Event description:
It was reported that a patient underwent a facial biopsy and suture was used. The patient experienced swelling and thought that is seemed like an allergic reaction. The sutures were removed and the symptoms regressed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.